Event description:
Information reviewed indicates the patient incurred a burn during an ablation procedure. Upon completion of the case, blisters were noted in an area of the patient's skin located on their back. Hcp later indicated incorrect dispersion electrode positioning occurred prior to the event. No additional patient consequence noted.